Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (test non-functional) was confirmed. As received, the belt failed the te recognition test. Upon investigation the cables connecting the front therapy electrode and ECG a&b, connecting the rear therapy electrodes, and connecting ECG c&d were all pulled from strain relief and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cables. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the test were non-functional.